Event description:
The facility administrator (fa) from a hemodialysis clinic reported to fresenius that staff have been experiencing ongoing issues with the smaller transducer protectors on the combiset bloodlines. Additional details were obtained through follow-up with the fa. The fa stated that the new transducer protectors are much smaller and don¿t fit properly in the transducer ports. The reported issue is causing treatment interruptions and delays. The fa was unsure how many times this has occurred exactly; it's happening frequently. The fa confirmed that it¿s not a staff-related issue. The staff are installing the bloodlines according to the instructions for use (IFU), and the transducer protectors are being attached correctly. The staff are seeing constant transmembrane pressure (tmp) alarms occur on the machines, as well as air detector alarms. There are no issues with the machines. The machines are functioning appropriately and as intended. The fa said saline fluid and blood will frequently back up to the venous chamber. The reported issue requires staff to change out the transducer protectors for the old ones which are known to work better, and treatments are then continued without further issue. In some instances, they are preemptively setting up the machines with the older transducer protectors. There have also been instances where patients have clotted at the venous chamber resulting in minimal blood loss (estimated blood loss volume not provided). When this occurs, they have to re-string the machine with new supplies for the patient to continue their treatment. It was confirmed that there have been no adverse events. The actual samples have all been discarded. However, the fa stated that an unused companion sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.